Event description:
On (B)(6) 2010, canon (B)(4)., medical systems division (cms) received a call from their dealer regarding a (B)(4) sensor panel with an issue of "unexpected study information." A pt identified above had images which was for other pt's examinations. There is a potential of misfiling one pt's images for a different pt's images when data is sent through pacs.

Manufacturer narrative:
We released new software (B)(4) ps2 ver.4.53 and upgraded to it for the sites where multi accession function on (B)(4) ps2 ver.4.50 to 4.52 is used.